Manufacturer narrative:
On june 28, 2023, mentor received additional information. Mentor became aware that the patient's prosthesis was replaced with an unspecified saline breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 12, 2023, mentor received additional information. Mentor became aware that the patient was implanted with mentor gel breast implants. As such, deflation is no longer applicable. The patient experienced bilateral rupture of her prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: capsular contracture, deflation manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient underwent a primary breast augmentation surgery with unspecified mentor saline breast implants. Post-operatively, the patient experienced bilateral deflation as well as hardening of both breasts, which was confirmed during a physical exam. As a result, the patient underwent removal and replacement with unspecified mentor gel breast implants on (B)(6) 2005. The year of implant and explant were provided as an approximation. As such, date of implant was defaulted to (B)(6) 1995 and date of explant was defaulted to (B)(6) 2005. This report is for the left implant. Refer to manufacturing report number 1645337-2023-02842 for the contralateral event.